Event description:
On (B)(6) 2013, the lay user/patient's relative contacted lifescan (lfs) alleging that the patient's onetouch ultra meter displayed an error2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's relative reported the alleged error message appeared on the afternoon of (B)(6) 2013. The reporter informed the cca that the patient manages her diabetes with insulin; however, denied that the patient took any action regarding her usual diabetes management regimen due to the meter issue. The patient's relative claimed the patient developed symptoms of "shaky" a few minutes after the error appeared. The reporter denied that the patient receiving medical treatment. At the time of troubleshooting, the cca noted that the reporter did not have the subject meter or testing supplies with her. The cca was unable to confirm if the error message was appearing when the meter was manually powered on or during a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.